Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The clinical diabetes specialist reported that troubleshooting was performed; despite attempting to use different infusion sets and different insulin, the customer continued to receive occlusion alarms. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition a different issue was identified.

Event description:
Customers blood glucose level was (B)(6) mg/dl at the time of the reported event.